Manufacturer narrative:
The pump was returned on (B)(6) 2024 and was tested on (B)(6) 2024. DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The analysis of the returned device is complete. The results are below: upon review of the pump's event log there were no system error codes detected, but several abrupt power ups were found in the event log, which is reportable. The pump's event log will be uploaded to the complaint. The abrupt power off can be shown by the consecutive lines of "log event on" meaning the pump turned off several times in a row on it's own.

Event description:
Infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned. The pump was returned on (B)(6) 2024 and was tested on (B)(6) 2024. The detail of the finding was in h10 of the MDR.